Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change from 'black and white' to 'black and black' during use, and multiple attempts still fail. It cannot be properly occluded. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling was locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black or red during retraction, and the physician did not place their thumb on the plug deployment button during retraction. Upon removal from the patient, the indicator wire loop was deployed and no anomalies were noted. The device was not attempted to be deployed outside the patient¿s body. A retrograde approach was used during an interventional procedure. The patient¿s status after the procedure was good. The operator was trained in the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer (csi) was used. Angiography verified the femoral artery¿s suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure of the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the exoseal vcd. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change from 'black and white' to 'black and black' during use, and multiple attempts still fail. It cannot be properly occluded. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling was locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show black or red during retraction, and the physician did not place their thumb on the plug deployment button during retraction. Upon removal from the patient, the indicator wire loop was deployed and no anomalies were noted. The device was not attempted to be deployed outside the patient¿s body. A retrograde approach was used during an interventional procedure. The patient¿s status after the procedure was good. The operator was trained in the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer (csi) was used. Angiography verified the femoral artery¿s suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure of the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the exoseal vcd. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18461556 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.